Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio alert on the dexcom and a hypoglycemic event. Date of issue is an approximation. The patient stated her significant other woke up early and saw an urgent low alert on the patient's continuous glucose monitor (cgm) but the alert did not go off. The patient did not wake on her own so her significant other woke her up and took her to the hospital at 5:00am. The patient was treated with dextrose 50 for low blood sugar and was in the emergency room (ER) until the evening. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.